Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that following 9 days of use of the listed device, a break was discovered at the inflation line. Tracheostomy tube was replaced with out issue. No adverse health outcome resulted from this event.

Manufacturer narrative:
One used device was returned for product evaluation. Visual inspection found a cut/tear on the inflation line at the neck flange. The customer stated that the cut/tear was discovered after nine days of use. The location of the cut/tear on the inflation is the weakest point of assembly. The inflation line is designed to withstand 1 lbf; if the inflation line is pulled more than 1 lbf, it could tear. The investigation determined that there was adequate adhesive at the assembly junction for the airway line and that the device was manufactured to specification. The root cause of the partially detached inflation line was determined to be the customer using the product in a manner inconsistent with the instructions for use (IFU). The IFU (pkg-dfu-spt-2) states the following under warnings: 4.8 do not use a tube that is cut or damaged. Use of a damaged tube can result in airway compromise. This device must be thoroughly inspected for signs of damage or wear prior to each use; 4.9 guard against product damage by avoiding contact with sharp edges; 4.19 during reprocessing, aggressive scrubbing of the tube or use of hard bristled brushes or sharp wire mounted swabs may damage the surface of the tube.